Manufacturer narrative:
(B)(4). Additional information: did the seal fall into the patient? No. Were any noises heard such as whistling or hissing? Hissing. If so, did the noise prevent insufflation? Asku. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Surgeon cannot remember. Were you able to identify where the leak was coming from? Yes, the seal. Was a device inserted in the trocar during the leaking? No. Was any torque being applied to the trocar or device? No, the analysis results of the found that the device was received with the duckbill out of position and present. One potential cause for the damage found may be the snagging of an instrument during insertion. Please note that an investigation has been initiated to address the potential root cause of the duckbill out of position issues. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, noticed a persistent leak throughout procedure which got progressively worse, on inspection of the trocar it was noticed that the valve had become detached from the trocar sleeve. Changed port and continued procedure with no other issues. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.